Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/21/2014 with the following findings: a review of the pump¿s black box data revealed multiple eaw 162 ¿loss of prime¿ warnings due to zero force, followed by eaw 163 ¿cartridge not detected¿ warnings when the load step function was performed. The load step function could not be successfully completed during the prime sequence, due to the motor continuing to drive until the limit was reached and resulted in a ¿cartridge not detected¿ warning. The force sensor calibration could not be measured due to the load step malfunction. The pump was opened and the force sensor trace was observed to be cracked at the force sensor pin. The returned battery cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump was priming the tubing during the load step while there was a filled cartridge in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.